Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an allergic reaction to the adhesive's pod over time and is having issues now to wear the device without experiencing itching, redness, irritation, blisters and sores at the site. The patient has used different skin protections under the pod and has been put through various allergy test to find the cause on the skin reaction but the symptoms persist.